Event description:
Linked to mfg report numbers: 3013886523-2024-00016 3013886523-2024-00009 3013886523-2024-00010 3013886523-2024-00011. A facility reported: yesterday at 7:00 am I replaced the icp meter because the black box showed a red light. When connecting the same catheter (sensor) to another box, the icp could not be replaced." Replaced again at 11:00 pm because the catheter (sensor) did not work. When I switched from the black box to the monitor, the monitor indicated that the icp meter was defective, so it was replaced again." Last night at 1:30 am the monitor indicated that the catheter (sensor) was defective and that it had to be replaced. I changed the caterers (sensor) again." Last night at 03:00 am it stopped working and I didn't do anything anymore, but this morning when I plugged it in it worked again."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 6824201 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material or connector. Cerelink monitor acceptable, icp express read 528. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation. However, the possible root cause for the issue reported by the customer could be due to a change in the hospital environment (electrical grid, equipment being used near the icp sensor or directlink module, cable management).